Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a printed circuit board failure. Additionally the device evaluation found there was an image failure due to a liquid crystal display (lcd) panel failure, the back cover was damaged, the screen frame had cracks, and the screen had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the screen does not appear on the monitor. The issue was found during preparation for use for a nasal examination. The procedure was completed with another endoscopic system. There was an unspecified delay due to switching out equipment. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the no image occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.